Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported stent dislodgment. The reported patient effect of dissection is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The additional xience prox referenced in describe event or problem is being filed under separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified, narrow lesion in the distal left main (lm) to left anterior descending (lad) artery. During advancement of the xience prox stent delivery system (sds), it hit heavy calcification and the stent dislodged. A dissection was noted in the proximal lad. It was unknown if the stent dislodgement caused the dissection. The dislodged stent was retrieved with a balloon and guide and removed from the patient. An attempt was made to advance another prox sds; however, the stent dislodged. The dislodged stent was retrieved and removed with a snare device. A non-abbott bare metal stent was used to treat the lesion and the dissection. The patient is doing fine. The physician claimed that the reported stent dislodgements are not related to the devices, but occurred due to the patient's anatomy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.